Event description:
It was reported that, during implant testing, the system had difficulty converting the induced arrhythmia. An external shock was also unsuccessful. The fourth shock was able to successfully convert the arrhythmia. Prior to the defibrillation threshold testing the low energy shock impedance was 105 ohms. After conversion, the programmer displayed a red error screen. The programmer had to be powered off-and-on to continue. Then, none of the defibrillation threshold testing data was found on the programmer. The next day the low energy shock impedance had decreased to around 80 ohms. Technical services suspects there was air in the pocket causing the high impedance. There were no additional adverse patient effects. The system remains implanted.